Event description:
It was reported that (1) device was used during a low anterior resection . It was reported by the affiliate that the cdh33 instrument was used. There was a leakage. A reoperation was done to control the leakage.